Event description:
The patient was recovering from a knee operation and at the end of his electrotherapy treatments when the burn occurred. The waveform was interferential with an intensity of 40. The therapist described the burn as a second degree with redness and blistering. The patient did visit his family physician and was advised to apply antibiotic ointment. The patient's progress was not impeded. This was the last treatment he received.

Manufacturer narrative:
Awaiting device return and evaluation.